Event description:
It has been reported to philips that allura image storage space was low and x-ray was not possible. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that footswitch is not working properly. Fse unplugged and replugged the footswitch cable. After reconnecting the footswitch the system was returned to use in good working order. Codes were updated based on the investigation outcome. Evaluation method code was corrected.